Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported the microscope optical head was wobbly during non-procedure time.

Manufacturer narrative:
The system was examined and the reported event was confirmed. There was no nonconformity observed in the yoke or communication system. However, the motor was subsequently replaced. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 2, 2016. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the motor. The system operator¿s manual provides instructions that the user should verify the mechanical security of the console prior to use. The root cause of the reported event can be attributed to the motor. How or when the motor became nonconforming is unable to be determined conclusively. (B)(4).